Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported discrepancies in his blood glucose versus sensor glucose readings that range between 20 point and 80 point differences. The patient stated that his insertion site is on his thigh. He was informed that insertion on the thigh is off label use. During troubleshooting, the sensors were found to be kinked. The customer also stated that he doesn't insert on his abdomen because that location tends to become itchy. He felt confident to go to sleep with the unit. The blood glucose reading was 43 mg/dl. No further information was provided.